Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the investigation results, the cause of the event was unable to be specified. The user used high-energy hand instruments with ensuring sufficient distance from the scope distal end. The events can be detected in accordance with the following IFU: detection method is described in gif/cf/pcf-290 series, operation manual chapter 3: preparation and inspection. 3.3: inspection of the endoscope as follows: 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation and gaps around the lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had a burn on the plastic distal end cover. There were no reports of patient harm.